Event description:
The customer called to report a motor error alarm. Troubleshooting was performed, and found that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 172 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a protruded drive support disk. The insulin pump gave a motor error alarm during the basic occlusion test due to the protruded / loose drive support disk. Unable to verify excessive no delivery alarm due to the motor error alarm. The insulin pump also had a missing end cap sticker.